Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified broken shell, brown particles, crease fold, and missing shell (0-25%). Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a sharp crease opening, broken striated edge, stress marks, and wear abrasion. Based on the device analysis the final assessment was a sharp crease opening on radius due to fold flaw opening, a striated broken edge due to surgical damage consistent in the use of some surgical tools, and missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.